Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Event description:
During the preparation, the physician put this product into the tray filled with saline and flushed by syringe and confirmed air bubbles at the top of the delivery system. He tried repeatedly but bubbles remained. He stopped using this product and continued with another (cat and lot no, unk). The product was not clinically used. Add'l info indicated that the air bubbles were removed first from the flushing syringe. During prep, all the (IFU) instruction for use guidelines was followed. No other issues were noted with the product (cracks, bends, broken areas, etc). Prior to shipping, no other issues were noted with any part of the product being returned (bends, cracks, broken areas, stent or delivery guide wire damage stretched, kink, strut damage of any kind, etc).